Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found two devices inside opened plastic pouches. Both devices have the fixed length depth straw on, and the suture with both anchors, off the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the devices were each returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture of both devices were returned off the needle. The variable depth straw has been trimmed on both devices. A functional evaluation could not be performed on either device due to the implants have already been deployed. An analysis of the customer provided images found two devices inside opened plastic pouches. Both devices have the fixed length depth straw on, and the suture with both anchors, off the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t2 of two ultra fast-fix were stuck and couldn't be deployed. T1 was removed from the patient using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 of two ultra fast-fix were stuck and couldn't be deployed. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.